Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that poor sensing and poor thresholds were noted on the lead. The lead was explanted and replaced.